Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified shunt. A 5.0x40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the 1st inflation at 20 atmospheres, the balloon ruptured. The device was removed completely from the patient. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status was good.